Event description:
It was reported that an overdose occurred. The patient the day prior to this report date was very sleepy, was difficult to awaken and was obtunded. She was given narcan and it reversed the effects. It was also reported that the device experienced multiple motor stalls for an unknown reason. Upon review of the pump logs, there had been multiple motor stalls going back to the event date. There was a recovery on (B)(6) 2014 and the pump showed it was currently running at the time of this report. The plan was to replace the pump. The pump off password was obtained on the report date. The device system was used to deliver dilaudid. Further information including the cause of the event, if any troubleshooting or other actions were taken or the patient¿s final outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8709, lot# j10836r05, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2016-nov-09. It was reported that the pump was removed due to a problem with amount being pumped too much. The patient was hospitalized and the representative had to ¿come cut off¿.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2016-nov-23. It was reported that there may have been motor issues and the patient had an MRI when she shouldn¿t have and that may have caused the problems. More information was received on 2016-nov-30, it was verified that the pump was removed, but the catheter was left implanted on (B)(6) 2015.. Additional information was received from a consumer on 2016-nov-28. The patient stated they received a letter to update her information and stated she no longer had the pump. The patient thought the pump was removed in (B)(6) 2014 and stated the catheter was left in. On 2014-sep-24, the patient stated the pump malfunctioned and dispersed more medication then it should into the patient¿s back and the patient ended up in the hospital because the dilaudid was pouring out into her system. They tried to refill the pump and something happened to the pump (pump motor stalled) and they had to call a representative to come and turn the pump off. The patient was unconscious and didn¿t know what was occurring. The patient was told that if it had been much longer, she might have died. The patient stated her primary care physician (pcp) was the hcp who admitted the patient. The patient didn¿t want that to happen to someone else and wanted to make sure the manufacturer was aware of what happened. The patient stated the pump stopped to off as stated in the information she was reading off the telemetry printout. On (B)(6) 2014 there was a motor stall, on (B)(6) 2014 the stopped pump period may exceed tube set occurred, and on (B)(6) 2014 the pump recovered. The pump was last examined on 2014-oct-07. The situation was resolved by removing the pump. It was stated that the patient was receiving dilaudid at a concentration of 25.0 mg/ml for non-malignant pain and failed back surgery syndrome.

Event description:
It was reported that an overdose occurred. The patient on the event date was very sleepy, was difficult to awaken and was obtunded. She was given narcan and it reversed the effects. The device system was used to deliver dilaudid. Further information including the cause of the event or if any troubleshooting or other actions were taken were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information later reported that the pump was no longer in use. The pump was turned off and they were looking into replacing it but have not as yet. Per the patient the motor stall occurred from (B)(6) 2014. The pump had malfunction and had given the patient too much medication and the patient was sent to the hospital. The patient "hates" the pump.